Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen,visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the procedure the guide wire was stuck in the lead lumen. The lead was replaced. No patient complications have been reported as a result of this event.